Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "swollen lymph nodes," and "pockets of fluid under implants".

Event description:
Patient reported right side "pain, swollen lymph nodes, pockets of fluid under implants, and cysts." Patient additionally reported "shortness of breath, swelling in legs and arms, left eye twitching, heavy metals in blood, fatty liver, high cholesterol, calcium deposits, when I sweat or get too hot my implants smell like rubber, migraines, hard because of fibroids," these events are not related to the device. The device remains implanted.